Event description:
It was reported during the implant procedure that the helix would not extend and was not exercised prior to implant. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fracture (overstress). Additionally, the helix was over-retracted causing the deformation/fracture of the proximal section of the inner coil.